Event description:
Upon removal of 16 fr bardex silva/hydroge foley, 9cc emptied from 5cc balloon. Pt complained of pain on removal and large ridges noted around deflated balloon. User error over filled balloon.